Manufacturer narrative:
The information provided to date indicated that the xenograft remains implanted and not available for evaluation. Therefore, a comprehensive re-review will be conducted of the "manufaturing" records, sterilization run reports, quality control / assurance reviews and release, and the complaint database for related complaints and trending analysis. Once results are available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) received a complaint notification on (B)(4) 2018 indicating that a patient underwent hernia repair with implantation of a fortiva porcine dermis graft (patient enrolled in a (B)(6) clinical study) on (B)(6) 2017. The patient presented to the emergency department on (B)(6) 2018 with left lower quadrant pain and shortness of breath. A CT scan of the abdomen/pelvis showed a ruptured sigmoid diverticulum. Patient was admitted to the hospital with diverticulitis for antibiotic therapy and pain control. She was treated with ertapenem, cipro and flagyl. To date, rti has not received any additional information.